Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant product used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: coolflow® irrigation pump: us catalog #: cfp002, serial #: (B)(4). Product name: stockert 70 rf generator: us catalog #: s7001, serial #: (B)(4). St. Jude medical has being notify for the non-bwi products used: sl0 sheath and brk needle. (B)(4).

Event description:
It was reported that a male patient, underwent an idiopathic ventricular tachycardia procedure with an ez steer thermocool sf nav and suffered a pericardial effusion. The patient¿s medical history is unknown and did require hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this was possibly ablation related. Settings during the event include: power control of 50 watts, temperature cut off at 45 c, impedance about 110 ohms and sl0 sheath used. Per 21 cfr, part 803, this complaint is reportable.